Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the buttons are not matching the functions of the micro tornado handpiece was confirmed. The customer problem description reported to the service center mentions short circuit. Also upon analysis, it was found that the keyboard resistance value out of tolerance limits. The keyboard was replaced to resolve the reported issue. The cable and the motor were found to be in good working condition and the device was repaired and found to be performing according to specifications. One possible root cause could be fair wear & tear as the device is five years old and reused/sterilized repeatedly, however, given the information provided we cannot discern a definitive root cause for the defective keyboard and short circuit. A manufacturing record evaluation was performed for the finished device (serial number: (B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate that the customer via email reported as following: the buttons are not matching the functions of the micro tornado handpiece with hand controls. No further information available. No information about the delay.